Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported deflation issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the trek rx 4.5 x 12 mm balloon dilatation catheter and after one inflation, the balloon would only partially deflate after holding negative for 10 seconds. The device was not used in the patient. The device was soaked and prepped according to the instructions for use. There was no resistance during the removal of the protective sheath. Another device from a different lot was used to complete the procedure. There were no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.